Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the heavily tortuous distal right coronary artery (drca). A 3x15mm trek rx balloon dilatation catheter (bdc) was advanced but could not cross the tortuous anatomy to reach the target lesion. The bdc was removed with resistance from the anatomy, and a smaller size bdc was advanced to successfully dilate the lesion. The procedure was completed after stenting. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.